Manufacturer narrative:
Fracture of abutment screw. Fragment could not be retrieved. Implant needed to be explanted. Screw fractured due to mechanical overloading caused by dentist. Explantation of the implant was a collateral damage and caused by fragment of the screw that could not be retrieved.

Event description:
Fracture of abutment screw. Fragment could not be retrieved. Implant needed to be explanted.